Event description:
It was reported that the customer experienced air bubbles in the infusion set tubing during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in loading a new cartridge following proper technique, although the customer declined further assistance while loading the cartridge.